Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary tka occurred on (B)(6) 2015 secondary to arthritis. It is noted that an intramedullary nail was removed and there was evidence of patches of avascular necrosis of bone at the proximal and distal femur though no information provided as to the manufacturer of the intramedullary nail or reason for the necrosis. A depuy femoral component, adapter bolt, femoral adaptor, femoral stem, tibial tray, insert, patella, and depuy cement x 2 was used at the primary. The femoral component, adaptor, bolt, stem, and insert was later revised on (B)(6) 2016 for pain and aseptic loosening. The operative report states that intra-articular adhesions were lysed and the femoral component as removed with ease requiring a back slapping device.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.